Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and mildly calcified right coronary artery(rca). A 3.00 x 38 synergy¿ stent was advanced but failed to cross the lesion and it was noted that the distal stent struts got kinked. The device was removed and the procedure was completed with a 3.0 x 38 non bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the distal part of the stent was damaged; stent struts were pulled distally, stretched and distorted. The undamaged section of the crimped stent outer diameter (od) was measured and is within specification. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and mildly calcified right coronary artery(rca). A 3.00 x 38 synergy¿ stent was advanced but failed to cross the lesion and it was noted that the distal stent struts got kinked. The device was removed and the procedure was completed with a 3.0 x 38 non bsc stent. No patient complications were reported and the patient's status was good.